Manufacturer narrative:
H3: one device was received for evaluation in used conditions. During initial inspection, tubing coming from the hand bulb has separated from the luer attachment to the stopcock. The reported issue was confirmed. Evidence was observed that the tubing assembly was bonded during manufacturing, due to the presence of solvent ring on the tubing remaining and the depth position. No adverse trends have been identified related to this issue. Training awareness conducted for the solvent bond process was performed for all associates within affected manufacturing area.

Manufacturer narrative:
E1: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connecting pipe was broken. The event occurred on 12-jan-2025. There was no patient involvement.